Manufacturer narrative:
The device associated with this report was not returned. A previous review of the device history record did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. The investigation has determined this product code has been obsolete since july 2001. It is reasonable to conclude this liner was implanted for an extended period of time. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.